Event description:
It was reported the atrial lead exhibited noise. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.